Event description:
It was reported that this patient with implantable pacemaker device was experiencing palpitation and under sensing on atr events that may need to adjust atrial sensitivity. The device remains in service. No adverse patient effects were reported.